Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture note: initial reporter postal code is (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and suffered from a baker grade iii capsular contracture. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.